Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited either primary audible alarm background test or primary audible alarm post upon powering on of device. There was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
The device was not returned to the manufacturer but was investigated and repaired by field service. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction to h6.

Manufacturer narrative:
Device evaluation: according to the investigation, repair notes from work completed by a smiths medical field service technician at the customer facility. The repair note reported that the device battery compartment seal was at factory condition. The customer's reported problem was confirmed. The glue installed pre paa procedure. The problem source of the reported problem is unknown.